Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) episodes were observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable.